Manufacturer narrative:
Date of device breakage is not known. The 510k: this report is for an tfna nail. Part and lot numbers are unknown; UDI number is unknown. Date of implant is not known. Complainant part is not expected to be returned for manufacturer review/investigation. Concomitant device therapy date is not known. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was report that the patient had original surgery on unknown date for treatment of a left femoral fracture. Patient was implanted with one (1) trochanteric fixation nail advanced (tfna) nail, one (1) helical blade and one (1) distal locking screw. On an unknown date post-operative, patient presented with a non-union and a broken nail implant. The blade and screw implants were intact. On (B)(6) 2017, surgeon removed the construct and revised the patient to depuy total hip replacement. It was reported that no fragments were generated during implant removal. Revision surgery was completed successfully with no time delay. Patient is reported in stable condition. Concomitant devices reported: helical blade (part number unknown, lot number unknown, quantity 1), locking screw (part number unknown, lot number unknown, quantity 1). This report is for one (1) tfna nail. This is report 1 of 1 for com-(B)(4).